Manufacturer narrative:
Evaluation of this transducer confirmed the image failure as reported by the customer. The image failure was caused by oil separation under the window of the probe. Damage to the probe tip, a missing element and scratches to the control handle were noted. Although the cause of the oil separation was inconclusive, the damage noted is indicative of improper handling and maintenance.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality and sometimes no image. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.